Event description:
It was reported that the programmer had a long boot-up time and would sometimes shut off in the middle of a session. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had a long boot-up time and would sometimes shut off in the middle of a session. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed the customer comment that the boot-up time was out of specification though it was not as long as the customer had stated. Analysis was unable to confirm the customer comment of the programmer shutting itself off and noted that the device was powered on for an extended period of time with no fault found. Analysis did find a loose electrocardiogram (ECG) connector and that it was out of specification on the common mode/wrist electrode test, that the stylus was missing and the system fan was intermittently noisy. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).